Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, the device did not fire. The surgeon was able to press the green button, but was unable to squeeze the handle. There was also a problem loading the device using the second reload wherein when the stapler was joined, the articulating part of the jaw twisted. They replaced the device complete the case. There was no patient injury.